Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently received two shocks while cycling. Boston scientific technical services (ts) was contacted for a data review, and it was confirmed that the first shock was inappropriately delivered due to decreased r-wave amplitude measurements and myopotential oversensing. This first shock induced ventricular tachycardia (vt) and the second shock appropriately converted the patient back to a normal sinus rhythm. The patient was asymptomatic during the episode and the physician suspected that the first shock was delivered due to exercise and elevated blood pressure. Nevertheless, ts provided recommendations for assessing the system integrity in-clinic, such as provocative maneuvers, isometrics, and exercise testing. Potential reprogramming options were also provided. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.